Manufacturer narrative:
The returned tb-0009of (lot#93k18) was evaluated for ¿error codes during a procedure, metal in jaw" issue. The reported complaint was confirmed. The device attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check testing with no issue observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found with normal wear, no metal exposed and no abnormalities. The distal end of the device was inspected under a microscope and found no indication of damage to the probe however, there are signs of foreign material indicating that the device has been used. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In addition, it was found during testing that the alignment jaws at the distal end are slightly skewed causing the probe to make contact with the metal portion of the jaws creating a ¿short circuit error code¿ while grasping and this confirms the reported issue. Results of this evaluation were confirmed by the market quality engineer who indicated that the misalignment of the jaws at the distal end is likely attributed to twisting and pulling of the thunderbeat during grasping of the tissue. In summary, based on the evaluation and investigation results, the cause of the misaligned jaws is likely due to excessive twisting and pulling while grasping tissue. The jaws at the distal end are connected by a pin and excessive force while handling could cause it to shift and become skewed. As a preventive measure and per the user manual under warnings : before use, confirm that the instrument is not corroded, dented or discolored, do not use it if any of these conditions are observed. If the instrument is damaged, part of it could fall off inside the patient, or it could become impossible to open or close. If the instrument does not operate properly during the procedure, or if it becomes difficult to open or close the grasping jaws, stop the procedure immediately and withdraw the instrument into the endoscope¿s channel. If this is not possible, carefully remove it together with the endoscope to avoid causing patient injury. If a part of the instrument falls off inside the patient, use a spare instrument to retrieve it. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. Never use excessive force to open or close the grasping jaws. This could damage the instrument.

Event description:
1 of 2. It was reported that the thunderbeat fine jaws gave an error code during an unspecified procedure. Customer was receiving errors of ¿metal in jaw¿ while attempting to use the thunderbeat open jaws. Another thunderbeat device was used to continue the procedure. There was no patient harm or injury reported due to the event. Related complaints: (B)(4).